Manufacturer narrative:
The product is available for analysis. Please note that device (lot i0206134) is distributed outside the united states, however, it is similar to the united states product. A report was rec'd that a cypher select sds was associated with balloon burst. The event involved a 56 year old male with a history of angina for the last year. The pt was admitted to the hosp and underwent an angiogram that revealed a lesion. The lesion was reported to be located in the lad that was described as un-calcified and non-tortuous. However, an independent film review noted that the lesion was located in the circumflex near a small first omb and was of small caliber, did not appear heavily calcified with minimal angulation proximal to the stenosis. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent. This product is reported to have been inspected prior to use and to have appeared normal and to have prepped according to the IFU. During the stent deployment, the balloon of the sds burst when the system was pressurized to 10 atm. The sds was removed without injury to the pt and the stent successfully post-dilated in the target lesion. The independent film reviewer noted that plaque shift into the first omb occurred during the post-dilation but that a timi flow of 3 was achieved. The cypher select sds was returned for evaluation without its associated stent. A balloon leakage was noted at the distal end of the proximal marker band. Microscopic examination of the proximal marker band revealed no anomalies. Sem analysis of the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon leakage. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. The product was returned for inspection. There was a non-sterile cypher select 2.50 x 18 received. No stent was returned. Residuals of blood were observed inside the balloon. The balloon presented a leakage at the distal end of the proximal marker band. Manufacturing records for lot i0206134 were reviewed and the results indicate that the product met quality requirements for product acceptance. The functional tests for the product were passed. Microscopic examination of the proximal marker band revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon leakage. The exact cause of the balloon leakage could not conclusively be determined. The complaint of balloon leakage was confirmed, but the exact cause could not be conclusively determined. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event. Please note that this is the initial/final report for this product.

Event description:
The report from the affiliate indicated that during an interventional procedure while implanting a cypher select 2.5 x 18 mm stent, the stent delivery system's (sds) balloon burst at 10 atm. The target lesion was reported to be the left anterior descending (lad) coronary artery, however, additional info rec'd indicated that the lesion was the circumflex. The stent was post-dilated using a medtronic sprinter balloon at 14 atm. There was no reported pt injury.